Manufacturer narrative:
On (B)(6) 2016, it was reported that the device drags while taking a graft and also loses power. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer did not return an electric dermatome device for evaluation. The customer also did not return a power supply for evaluation. Zimmer (B)(4) surgical has not previously repaired/evaluated this electric dermatome. Zimmer (B)(4) surgical has not previously repaired/evaluated this electric dermatome power supply. The electric dermatome was manufactured on february 18, 2015 and is over 1 year old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The electric dermatome power supply sn (B)(4) was manufactured on february 25, 2015 and is over 1 year old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome was unable to be performed as the device was not returned for evaluation. Repair of the electric dermatome was not performed by zimmer (B)(4) surgical as the device was not returned for repair or evaluation. The reported event ¿that the device drags while taking a graft and also loses power¿ was non-verifiable as the device was not returned for repair or evaluation. The root cause of the reported event could not be specifically determined as the device was not returned for evaluation or repair.

Event description:
It was reported that the device drags while taking a graft and loses power.